Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd cannula interlink threaded lock, the device experienced flow issues. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about a flow issue. According to the customer's verbatim report, the hcp connected a threaded lock cannula to the injection site of a2n3374-zba but the fluid didn't flow. The hcp then used another threaded lock cannula but the fluid still didn¿t flow.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd cannula interlink threaded lock, the device experienced flow issues. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about a flow issue. According to the customer's verbatim report, the hcp connected a threaded lock cannula to the injection site of a2n3374-zba but the fluid didn't flow. The hcp then used another threaded lock cannula but the fluid still didn¿t flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-04. H6: investigation summary: four pictures and one sample of a thread lock component (p/n 303369) from batch # 1082816 were received and evaluated. No blockage observed from photos and physical sample received. Since the reported defect was not identified in the samples received, a potential root cause could not be defined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd cannula interlink threaded lock, the device experienced flow issues. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about a flow issue. According to the customer's verbatim report, the hcp connected a threaded lock cannula to the injection site of a2n3374-zba but the fluid didn't flow. The hcp then used another threaded lock cannula but the fluid still didn¿t flow.